Event description:
It was reported that noise oversensing was noted on this right ventricular (rv) lead. High out of range shock impedances and high thresholds were also noted. Rythmiq events were inappropriately stored for premature ventricular contraction (pvc), which were atrial signals detected on the rv lead. Technical services (ts) suspects rv lead damage and provided troubleshooting recommendations. This rv lead remains in-service at this time. No adverse patient effects were reported.